Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. A review of the event history log revealed "upstream occlusion!" Messages, however it cannot be confirmed if the alarms were true or false and no specific event date was provided. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through the log review however no causality was identified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was alarming upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.